Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h4; h6; h11. Visual examination of the returned product identified signs of use. Gouges visible on the articulating surface, distal surface, and post. Flaring visible on the dovetail feature. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a healthcare professional. They state that the initial post-operative radiograph following the total knee arthroplasty showed normal anatomic alignment without abnormality. However, a follow-up radiograph prior to the revision showed new varus malalignment of the left knee with narrowing of the femorotibial space. The reviewing radiologist suspected abnormality of the articular surface liner, either displacement or very early wear, as the likely contributor to the varus alignment that led to revision. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: femur cemented standard left size 5: catalog#42504605801, lot#ni; tibia fixed cemented left size c: catalog#42542006401, lot#ni; femoral distal augment size 5, 5+ 5 mm thickness: catalog#42557205805, lot#ni; stem extension tapered cemented 14 mm diameter +75 mm length: catalog#42560007514, lot#ni; tibial augment half block left medial size cd 10 mm thickness: catalog#42556203310, lot#ni; stem extension straight splined uncemented 11 mm diameter +135 mm length: catalog#42560113511, lot#ni. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately seven (7) months post-implantation, the patient began to experience instability and underwent revision surgery to exchange the polyethylene bearing. Due diligence is complete as multiple attempts have been made; it was reported that no additional information is available.